Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification from the implant patient registry team of a pascal in mitral position where the patient was deceased. Additional information received stated that the patient was very sick with very poor anatomy. The procedure was delayed 30 minutes once the anesthesiologist saw the patient habitus and clinical status and went out to talk to the family to try and dissuade them from proceeding. The patient was refused by abbott due to concerns about transseptal puncture (tsp) height and vascular access size. The team did not expect a great result but informed the physician that they could safely try but would likely not get anything better than a 2+ result. The procedure lasted nearly 2 hours from gs (guide sheath) in to gs out and the team attempted many different positions but due to posterior mitral annular calcification, there just was not sufficient leaflet to capture and they were compelled to place and leave the device on lateral a2/p2 (the primary jet on workup was medial a2/p2) where they got a 2 grade reduction in mr (mitral regurgitation) and cut the left atrium pressure in half from 30 to 15. The physician and team were pleased with the result and felt that it was the best they could have hoped for. Upon retracting the gs, there was some right to left shunting across the tsp, but the team decided not to close the septum. The patient passed away the next morning. The clinical specialist spoke with the physician the next week, and he feels ultimately that the patient was just too ill and that him not closing her septum caused enough of a hemodynamic instability to tip the scales against her and cause her to pass away.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h11.

Event description:
Additional information received stated that there was no hemodynamic instability during the procedure. The reason the asd was not closed was because the flow was not entirely right to left and the implanter thought it would be tolerated.

Manufacturer narrative:
The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with other empirical evidence. No manufacturing non-conformities were identified from the investigation. As there were no images provided for this adverse event, an imaging evaluation could not be performed. There was no allegation of product malfunction reported. Available information suggests that patient conditions (patient was very sick with very poor anatomy, anesthesiologist tried to dissuade family from proceeding due to patient habitus and clinical status, and due to posterior mac, there just was not sufficient leaflet to capture) likely contributed to the adverse event. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.